Manufacturer narrative:
A multicenter post market clinical follow-up retrospective study is being performed at specific time points post-implantation to evaluate the safety and performance of the hyprocure subtalar implant, which is used for treatment of talotarsal joint dislocation. The data is gathered by study participants for the time period of september 2020-march 2021. The patient had undergone a revision surgery to insert a larger implant.

Event description:
I used to walk and my ankles made a suction cup sound, still walking but no sound. Minimal arch was created. Still uncomfortable barefoot.